Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system was returned for analysis. A stent strut on the third most distal row was raised and bent distally. No issues were noted with the balloon profile. The balloon wings were tightly wrapped and the balloon was not subjected to positive pressure. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.00 x 32 synergy drug eluting stent was selected for use to treat the lesion. However, during unpacking, the device was noted with open struts. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. This product is only ous approved but is similar to an approved us device.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.00 x 32 synergy¿ drug eluting stent was selected for use to treat the lesion. However, during unpacking, the device was noted with open struts. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. This product is only ous approved but is similar to an approved us device.